Manufacturer narrative:
Patient's ethnicity/race: unk. Relevant tests/laboratory data: unk. Device lot number, expiration date: unk. The device was not returned to the manufacturer, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified, fibrous lesion in the patient's proximal superficial femoral artery (sfa). The physician chose a spectranetics turbo-power laser atherectomy catheter to treat the patient. After the physician had successfully made three passes through the lesion, he attempted to remove the turbo-power from the outer sheath but it was stuck. Attempts were made to take the outer sheath apart to remove, but they were unsuccessful. The turbo-power, the outer sheath and the guide wire were removed together from the patient's body and the procedure was completed with no reported patient harm. The patient was to be brought back in two days to balloon the vessel. This report captures the turbo-power which became stuck and necessitated removal as a system, requiring intervention at a later date.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 28 june 2022. G3): the device evaluation and investigation were completed on 30 june 2022. H3): the device was returned and evaluated by a cross functional team. The turbo-power, along with concomitant manufacturer's devices (guide wire, introducer sheath and stop cock) were returned, entangled with the turbo-power device. The introducer sheath's working length was disconnected from its port and was stuck around the turbo-power's working length, approximately 60 cm from the device's distal tip. The turbo-power's tail tube and proximal coupler were in good working condition. The guide wire was seen exiting out of the turbo power's proximal guide wire port and the distal tip, which could not be removed from the device by pulling. Significant damage was noted on the turbo-power's working length. Multiple wrinkles were observed, spanning from the turbo-power's trifurcate down to where the port of the introducer sheath was wrapped around the device. A 5.5 cm long breach to the device's outer jacket was detected, 57cm from the turbo-power's distal tip. In the area of the breach, the mandrel was exposed but still intact; however, broken fibers and broken inner lumen were present. Distal to the breach, the coils from the introducer sheath were wrapped around the turbo-power's working length. No design or manufacturing issue was identified. H6): hecc code 4582 corrected to 4565 due to identified unintended radiation exposure from outer jacket breach detected during device evaluation. The cause of how the guide wire became stuck within the device or how the extensive device damage occurred could not be established.